Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. Once the lens was delivered the surgeon noticed one haptic was bent. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the wound. A second (B)(4) intraocular lens was implanted successfully and the patient's prognosis is good. Reference MDR #1119279-2010-00073.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.